Event description:
A customer reported experiencing a cartridge alarm with their pump, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirming that the caller would receive a pump with updated software. The customer was instructed to return the problematic pump using the provided return box and pre-paid label and understood the process of placing the pump in storage mode. The customer was also advised on the steps to take upon receiving the replacement pump, which was sent without requiring a delivery signature.